Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to high out of range pace impedance measurements when it comes to this device and competitor right ventricular (rv) lead. The rv safety switched to unipolar configuration. No adverse patient effects were reported. The system remains implanted. A review of the data by boston scientific technical services (ts) noted the out of range measurement bay be a result of intermittent external electromagnetic interference resulting in an out of range measurement. Ts advised normal follow ups.

Event description:
Additional information noted that the patient was seen and the mv was turned off and the polarity chance to bipolar configuration as well as the safety switch turned back on after performing further impedance measurements in the unipolar and bipolar configuration. The patient will be monitored at a routine follow up.